Manufacturer narrative:
(B) (4).

Event description:
Since (B) (6), the patient had been experiencing a jolting sensation in the same location as his paresthesia (from knee to back). The jolting was not positional and went away when the stimulator was off. X-rays looked fine. Electrode impedance with reference 0 was measuring 754-1520. There was no difference with palpation. During the appointment, when they turned program 2 on, the patient was fine initially but then experienced a sudden huge jolt. The patient experienced the jolt around 2.1v. Other programs were programmed with lower voltages with values in the 1v range. The stimulation was ramping up and down; cycling was not programmed. The patient was programmed with soft start/stop. With reprogramming, the jolting sensation had changed so the patient was now only experiencing the jolting in his right leg. The jolting was isolated to the 0-7 lead. The patient was reprogrammed and getting good stimulation with the new program. It was recommended that the patient see his physician once he returned home. It was noted that the patient experienced overstimulation over the weekend because his amplitude was too high. The patient was given further instruction on the use of the patient programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.